Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, there was no discoloration in the indicator window of a 7f exoseal vascular closure device (vcd) and failure of the plug to be released. There was no reported patient injury. The device was used in a procedure with balloon dilation of the lower extremity arteries. The vcd was retracted with an unknown sheath but there was no discoloration of the window.the procedure was performed using an antegrade approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis 7f vascular sheath was utilized. The femoral artery's suitability was confirmed on angiography, including the vascular sheath introducer's insertion angle of 30-45 degrees, and the vessel diameter was verified to be greater than or equal to 5mm. The puncture site showed no visible calcium/plaque, no access vessel tortuosity, no stent near the site, no stenosis >50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window did not show red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed, with no anomalies noted. The device is being returned for evaluation.

Manufacturer narrative:
As reported, there was no discoloration in the indicator window of a 7f exoseal vascular closure device (vcd) and failure of the plug to be released. There was no reported patient injury. The device was used in a procedure with balloon dilation of the lower extremity arteries. The vcd was retracted with an unknown sheath but there was no discoloration of the window. The procedure was performed using an antegrade approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis 7f vascular sheath was utilized. The femoral artery's suitability was confirmed on angiography, including the vascular sheath introducer's insertion angle of 30-45 degrees, and the vessel diameter was verified to be greater than or equal to 5mm. The puncture site showed no visible calcium/plaque, no access vessel tortuosity, no stent near the site, no stenosis >50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window did not show red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed, with no anomalies noted. A non-sterile unit of product ¿vascular closure device 7f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button was not depressed, and the plug was present on the delivery shaft, which was found with several dry blood residues, with the indicator wire deployed and bleed back port is at the undeployed position. The indicator window was received on white/black position and the cowling guard was found locked; the device is blood saturated. Additionally, the delivery shaft has one (1) kinked/bent section, located approximately 4.0 cm from the distal tip. No other anomalies were observed during the visual analysis. Dimensional analysis was conducted to verify the outer diameter (od) and inner diameter (ID) of the delivery shaft. Measurements of the od and ID were taken near the kinked/bent section of the delivery shaft. The results of the dimensional analysis were found to be within specification for both the ID and od. Functional analysis was performed. The indicator wire was pulled to move the indicator window from the black/white state as received into the black/black state. At the black/black stage, then the deployment button was pushed down, there was no friction, and it was completely depressed. The indicator window turned into black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button perform correctly, and the plug was deployed properly. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. The complaint reported by the customer as ¿indicator window-no change to the indicator¿ was not confirmed since no damages were noticed on the indicator window and the device achieved the three stages as expected and performed its function. The internal components were reviewed, and no anomalies were noted. The delivery shaft showed one kinked/bent section. Dimensional analysis was conducted to verify the outer diameter (od) and inner diameter (ID) of the delivery shaft, and the results were found to be within specification. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Specific procedural factors, such as the antegrade approach used, may have also contributed to the reported event. Such factors may have also led to the kink in the delivery shaft, which may have also caused difficulties with the indicator wire/window. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The analysis results suggest that the failure experienced by the customer could not be related to the manufacturing process. No actions will be taken.